Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported map shift occurred on the carto with no error messages. Towards the end of the procedure the back patch error was displayed. The issue was resolved after disconnecting the patch sensors, removal of the fluoroscopy system and restart of the piu. At the end of the procedure a routine post procedure echocardiogram revealed a significant pericardial effusion. A drain/pericardial tap procedure was performed. The patient recovered well from this procedure. After unit evaluation it was determined the issue was due to a defective patch cable. Field service engineer determined this by disconnecting all patch sensors from the patient the back patches and it did not change position on the carto display which indicated either the patch cable or the patch unit could be defective. The green patch cable was replaced no issues were observed in the following cases. DHR review was performed. No anomalies were noted in manufacturing. An internal corrective action was created to redesign the pu sensor cables.

Event description:
During an atrial fibrillation (afib) procedure, it was reported map shift occurred on the carto with no error messages. Towards the end of the procedure the back patch error was displayed. The issue was resolved after disconnecting the patch sensors, removal of the fluoroscopy system and restart of the piu. At the end of the procedure a routine post procedure echocardiogram revealed a significant pericardial effusion. A drain/pericardial tap procedure was performed. The patient recovered well from this procedure.

Manufacturer narrative:
Concomitant products used during the procedure: c3 nav variable lasso, model #: d-1290-01-s, lot #: 15665665l; c3 external reference patch, model #: d-1283-02, lot #: unknown. (B)(4).